Manufacturer narrative:
Identification #: (B)(4). D4: unique identifier (UDI) # - unable to determine entire UDI# as information was not provided. H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported that the ltv was delivering air and was removed.

Manufacturer narrative:
Findings/root-cause: the reported complaint was confirmed through the events log but was unable to be duplicated during extensive evaluation and testing of unit. Uut (unit under test) was found to be performing to specification.

Event description:
Additional information received indicates that the customer returned their device for further investigation.